Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device change, an exit block of the right ventricular lead was noted. The physician did not want to replace the lead. The lead remains implanted and is inactive. The patient is in stable condition.